Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the device broke during trialing.

Manufacturer narrative:
This report is associated with cmp-(B)(4). The event was confirmed as the device was returned fractured. Visual inspection of the tasp bottom confirmed that the tasp fractured on the medial side along the central post. All the pieces were returned back for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for approximately two years. It is unknown for how many times the device is being used. Device history records and receiving inspection records were reviewed for any deviations and/ or anomalies with no deviations/ anomalies identified. The product search history found one other complaint for lot the same issue for the product lot combination and one hundred and fifty three complaints for the part search for the same issue. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause of the failure is tied to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.